Event description:
Customer reported that the t:slim x2 pump battery would not charge and the pump screen remained dark. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support guided the customer through troubleshooting steps, including trying different charging cables and adapters, which failed to resolve the issue. Consequently, support arranged for a replacement pump, and the customer was advised to use an alternate insulin therapy method, mdi, to ensure continuous insulin delivery. Instructions for returning the malfunctioning pump and starting the replacement were also provided and acknowledged by the customer.